Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the error message "level sensor not attached" occurred. The user reported the failure was intermittent in nature and believed the plastic holder was causing the error message to generate. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.